Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0708c01) was reported to have a defective display. This humapen memoir complaint is associated with 1141611. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned on (B)(6) 2009. Initial examination found device displaying missing segments. It was unknown if the humapen memoir was continued.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 169 months, due to unknown reasons. No further details were provided.